Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the device was not returned to zoll medical corporation; instead, a zoll representative went onsite and evaluated the device. The customer's report was verified and attributed to a faulty multifunction cable. The multifunction cable was scrapped onsite. The device passed the final test procedure, was recertified, and placed back into service. It's important to mention this affected the CPR monitoring ability of the device and would have been capable of delivering therapy. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to meet our requirements for submission based on intended use of the device.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's CPR feedback was not working. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.